Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2026, the surgeon was hammering in a tibia nail with the aiming arm attached to the insertion handle which must've weakened one of the hooks that hooks onto one of the pegs of the aiming arm because when he went to take the aiming arm off one of those hooks snapped off. The surgeon noticed that the hook broke off and thinks it has messed with the connection between the aiming arm and the insertion handle. There was no surgical delay. Surgeon had to manipulate the aiming arm in order for the drill bits going through the trocars to go through the nail and not hit the nail. Procedure was successfully completed. The aiming arm hook broke off and went onto the floor of the operating room. There was no patient consequences.